Event description:
The patient came in reporting pain due to a subsided stem and the cause is unknown. About 9 years and 8 months after the primary surgery, the surgeon revised the stem, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 october 2024 lot 144107: (B)(4) items manufactured and released on 04-aug-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.